Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the atrial lead continuously dislodged from the scarred atrial surface, despite being repositioned multiple times. It was noted that the patient had a scarred right atrium, along with a baffle from previous cardiac surgery. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.